Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 12, 2021.

Manufacturer narrative:
Per the clinic, the patient experienced necrosis (date not reported) and underwent skin revision surgery during the explant surgery on (B)(6) 2021. This report is submitted on january 19, 2022.

Manufacturer narrative:
B1 (type of report) and h1 (type of reportable event) submitted via follow-up report #1 is incorrect. This report is submitted with the corrected data for b1 & h1. This report is submitted on sep 22, 2021.

Manufacturer narrative:
This report is submitted on january 14, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device on the same date.

Manufacturer narrative:
Per the clinic, it was reported that the receiver / stimulator of the implant has been extruded. This report is submitted on 31 mar 2021.